Manufacturer narrative:
No anomaly found.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the patient was having their implantable neurostimulator (ins) replaced due to normal battery depletion. An impedance test was performed on the new ins which showed all were high. The healthcare provider (hcp) did testing with the multi-lead trialing cable (mltc) four different times and each time impedances were in normal range. The clinician programmer was switched out and the issue was the same. The defective ins was switched out with an ins the rep. Had with them and the issue was resolved with all impedances within the normal range. It was noted the ins was not used with/in a patient. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.